Event description:
It was reported that the lead had dislodged and there was no capture. At this point, there is nothing being done about the dislodgement and the lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(6).

Event description:
It was later reported that the patient was seen by the provider and the left ventricular (lv) lead is no longer capturing at the maximum output. The lead is still in use at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had dislodged and there was no capture. It was later reported that the failure to capture is intermittent. At this point, there is nothing being done about the dislodgement and the lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Event description:
It was further reported that the lead dislodgement was verified and that the lead had dislodged into the main coronary sinus. The lead was surgically abandoned/capped.